Event description:
Pt stated that he was using an infusion set and had an incident where his blood glucose readings have gone up higher than normal.when he checked his infusion set the outer and inner tuibng were torn. He switched out the tubing and performed a bolus to bring his blood glucose down. No medical treatment was necessary and the pt discarded the affected product. The pt did not report any physical symptoms associated with the elevated blood glucose.